Event description:
Ed physician was placing a central line. As she was retracting the guidewire, it was noted to be frayed and coming uncoiled. The procedure had to be stopped and hemostats were used to pick up fragments that had come off the guidewire.